Manufacturer narrative:
The lead and the pacemaker were returned for analysis. Within the pacemaker analysis, the device was properly interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. The spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In the course of analysis, no deviations were noted that may have contributed to the reported clinical observation. The lead proved to be without fault throughout its inspection. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the lead and the pacemaker are fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Loss of capture was reported on the ventricular channel approximately 7 days after implantation. Device was explanted, no adverse patient events reported.